Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was used on a pt, however, there was no report of harm to the pt. Add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.

Event description:
It was reported the urine remained in the tube and did not flow into the collection chamber. It was also reported that had to disconnect and reconnect the catheter several times for the device to work.